Event description:
It was reported that while reviewing the carelink reports it was found the insulin pump had a button error alarm on 1/15/2015. Customer stated that she was not aware of any errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.